Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly, the buttons were very hard to press and some not working. Customer's blood glucose was 500 mg/dl as a result, and was later hospitalized on (B)(6) 2019 with a blood glucose of 800 mg/dl, she was treated with an insulin drip and IV. Troubleshooting was performed and found that the time was still advancing on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had no button response on the act button due to flattened dome switch (creased). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and the delivery accuracy test due to no button response. Device uploaded properly using care link. Device had minor scratched keypad overlay, scratched reservoir tube window and cracked reservoir tube lip.